Event description:
It was reported that the v60 oxygen manifold was leaking when connected to the e-cylinders and not to wall oxygen. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer was advised that there were no replacement parts for the oxygen manifold. The remote support engineer (rse) advised the customer that the oxygen manifold check valve was failing. The rse provided the part number for the v60 manifold. Further information is pending.

Event description:
It was reported that the v60 oxygen manifold was leaking when connected to the e-cylinders and not to wall oxygen. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer was advised that there were no replacement parts for the oxygen manifold. The remote support engineer (rse) advised the customer that the oxygen manifold check valve was failing. The rse provided the part number for the v60 manifold. Further information is pending.

Manufacturer narrative:
The biomed reported that the air manifold was removed from the device, and each valve was checked and reseated. After reassembling everything, the biomed put the manifold back on the device; no further back flow was observed.